Manufacturer narrative:
The vertek arm was returned to the manufacturer for evaluation. It was reported that the starburst end of the arm would not lock completely when the handle was tightened. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, an imprecision was observed. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. Further investigation found that the vertek arm was loose. No additional information was provided.